Event description:
The customer was performing a control test and received a result of 5.5. It was verified the meter was set in mmol/l. The customer did not allege any adverse events as the meter had only been used to perform the control test. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.